Manufacturer narrative:
Zimvie received one (1) 1989-lz, (impl twist mp-1 3.75 mm 1 0 mm) for evaluation. Visual evaluation of the as returned devices identified the implant with minor signs of use, and was attached to its bundle mount. The mount was observed missing the o-ring. The implant & mount were identified as reported. The alleged driver (pr0025) was not returned for evaluation. Therefore, a functional test cannot be performed. The mount's drive feature was intact. The reported event is non-verifiable. Product was returned outside of its original packaging. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 2023010182. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2023010182 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fit other.¿ the customer did submit one (1) image for the reported event. Further review of the image identified the implant's bundle mount o-ring was off the flange. However, as the product was returned outside of it's original sterile packaging; the conditions of the product / packaging delivered to the customer are unknown / non-verifiable. Based on the investigation and risk management file review as per rmf rm-002z1 rev. 9, the most likely root cause determined from the investigation is incorrect techniques used - customer error. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D4: device expiration date. D4: device UDI number. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k943604.

Event description:
It was reported that the driver won't fit into the mount. The pr0025 driver could not be inserted into the 1989 mount, and the implant could not be inserted. The doctor requested an investigation into the fitting of the mount. The same driver was used to insert another 1989 implant without any problems. The procedure was completed with another similar product.